Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 464 mg/dl. Troubleshooting was performed and pump appeared to be functioning as expected.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted. T:slim user guide indicates, pump is to be used with individual 12 years of age and greater, patient (B)(6) years old.